Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating an iop test failure and a button error on the insulin pump. The customer's blood glucose was 140 mg/dl. The customer stated that the pump was just sitting in his pocket when the pump alarmed button error and iop test failure. The customer stated that the act button is not very responsive. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened dome. The keypad connector was inspected and no anomalies were noted. No button error alarms were noted. The pump was received with minor scratches on the lcd window.